Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
Abbott account exec. Reported on behalf of customer: 2 false negative results with the ID now covid-19 assay. Confirmation testing was positive by pcr (nos). The customer reported false negative results with the ID now covid-19 assay during patient testing. Additional patient information, including symptoms, treatment, impact and outcome was unknown. Attempts to gain further information were unsuccessful. A supplemental report will be provided to the FDA if the encrypted information sent from the customer provides further patient information. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. Additionally, the pi states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen.